Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 11 am while she was in the hospital. The patient claimed that before the issue began, she was experiencing symptoms of ¿blurred vision¿ at an unknown time. The patient manages her diabetes with insulin through pump therapy. The patient reported that on (B)(6) 2014 at approximately 4:08am she tested on the subject meter and observed a reading of ¿223mg/dl¿ and tested on a (B)(6) hospital meter within 30 minutes and reported a reading of ¿154mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported that treatment was administered by a doctor a day prior with an unknown type of insulin at approximately 11am. No other form of treatment was reported for readings taken on (B)(6) 2014. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. No medical intervention was received and the subject meter result correlated with the hospital meter. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (08/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/28/2014). The lay user/patient¿s products have been returned and the test strips were evaluated by lifescan product analysis on 08/25/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.